Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician found debris on the drive. The technician cleaned the hi/low drive assembly to repair the bed.